Event description:
Patient reported undergoing m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges increased metal ion levels. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event date - no revision procedure has been scheduled. Explant date - device remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". The other cobalt and chromium implants were manufactured at other facilities and will be reported by those manufacturers. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.